Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during the fourth firing in the stomach, the device made a noise preventing the stapling with the reload. Another reload and handle was used to complete the case. There was no patient injury.